Event description:
It was reported that a guidewire movement issue occurred. The patient presented with chest pain for a percutaneous coronary intervention. A 1.75mm rotapro was selected for use. During delivery under dynaglide mode, the wire was moving outwards. The procedure was completed using an alternate device. There were no complications and the patient fully recovered.